Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.4, lab: 2.87. This is a new coumadin pt. Pt has been on coumadin for about 1 week. Caller also reports getting multiple low readings on multiple pts with the following results. Pt 1: inratio: 1.7. Pt 2: inratio: 1.4. Pt 3: inratio: 1.5. Pts are long term stable coumadin pts.

Manufacturer narrative:
Investigation pending.